Manufacturer narrative:
An event of insertion difficulty, bleeding, perforation, dissection at the access site, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the bleeding appears to be a cascading effect of the reported access site dissection, which appears to be related to procedural factors (insertion difficulty). However, the cause of the reported insertion difficulty could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were the result of case-specific circumstances in which the patient required blood transfusion and medication, closure and repair of the dissection, and ultimately prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a significant peripheral calcium or tortuosity but both the femoral bifurcations were noted to be very high. During the procedure, it was difficult to insert the ds into the patient, and resistance was felt. Upon insertion of the ds, bleeding was noted around the sheath and compression was made throughout the procedure. The valve was able to be implanted successfully. Perclose device was used to close the artery but the bleeding had not stopped. A 6x40, non-abbott balloon was used to dilate the injured site. Post-intervention revealed that the bleeding was still persisting. Stent was not able to be placed since the puncture was at the bifurcation. Vascular surgery was consulted and performed a surgical cutdown, revealed a perforation and dissection at the access site. A graft surgical option was performed as an intervention with a positive outcome. Blood transfusion and medications were administered. Hospitalization was prolonged due to the event. The patient was recovering.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a significant peripheral calcium or tortuosity but both the femoral bifurcations were noted to be very high. During the procedure, after insertion of the ds, bleeding was noted around the sheath and compression was made throughout the procedure. The valve was able to be implanted successfully. Perclose device was used to close the artery but the bleeding had not stopped. A 6x40, non-abbott balloon was used to dilate the injured site. Post-intervention revealed that the bleeding was still persisting. Stent was not able to be placed since the puncture was at the bifurcation. Vascular surgery was consulted and performed a surgical cutdown, revealed a perforation and dissection at the access site. A graft surgical option was performed as an intervention with a positive outcome. The patient was recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.